Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that the battery compartment was cracked along the side. Unrelated to this issue, investigation revealed that the low profile clip on the back of the pump was broken, which has no effect on insulin delivery function. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked along the side. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.